Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pace lead impedance (pli) measurements greater than 2,000 ohms. High pacing threshold measurements were also noted. It was subsequently determined that the rv lead had been dislodged and was observed on a fluoroscopic evaluation. A lead revision procedure was performed in which the rv lead was explanted and replaced. The rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.